Manufacturer narrative:
(B)(4). Concomitant medical products: 11-301312 ¿ arcos modular revision system cone proximal body high offset taper ¿ 491000, 11-300922 ¿ arcos modular revision system straight tapered spined distal stem - 501080, unknown - regenerex ringloc multihole ¿ unknown, unknown - freedom constrained type I taper - unknown, therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been complete, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05938, 0001825034-2018-05940, 0001825034-2018-05941, 0001825034-2018-05943.

Event description:
It was reported patient experienced right hip drainage with diverticulitis and uti at an unknown amount of time post right hip revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-301312 arcos con 491000, 11-300922 arcos distal taper 501080, pt-106056 reng ringloc shell 150750, 11-107323 freedom standard liner 363880, 11-107018 freedom constrained head 968260, 120002 cocr troch cable 516680, 120005 cocr cable sleeve 609390 (qty 4), 103531 profile screw 930580 (qty 5). Additional information received does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be file accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05938-1, 0001825034-2018-05940-1, 0001825034-2018-05941-1, 0001825034-2018-05942-1, 0001825034-2018-05943-1.